Manufacturer narrative:
(B)(4). The reported field event of oversensing and loss of output was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were found.

Event description:
It was reported that a symptomatic dependent patient was presented to the emergency room after experiencing pacing pauses. The physician observed regular p waves with no associated qrs for several intervals in a row via telemetry unit. Programming changes were made, and oversensing was not reproducible with pocket manipulation and isometrics. Capture threshold, sensing, and impedance measurements were in range. The rv lead exhibited low r-wave sensing. The lead was capped and replaced on (B)(6) 2016. The device was explanted and replaced due to normal eri. The patient was stable.